Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-2 pre-deployed. A backup device was available to complete the procedure with a delay of less than 30 minutes. No patient impact reported.

Manufacturer narrative:
Visual assessment of the returned device showed no ts or suture remain on the needle but were returned for evaluation. Evaluation of the construct showed t1 is missing; the suture has the appearance of having been cut. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported pre-deployment of t2 cannot be confirmed. No root cause related to the manufacturing process can be established. Device history record review confirmed no abnormalities were reported with this product during manufacture.